Manufacturer narrative:
Upon receipt, the lead under complaint was found in a state which made it impossible to confirm the serial number. The lead was found cut and delivered together with other severely damaged or elongated lead fragments. Only a proximal fragment of approximately 12cm length and labeled setrox s 53 could be identified. This returned lead fragment was visually and electrically analyzed. Approx 7cm proximal to the lead tip, the visual inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with another implantable device such as the generator or the nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, the fixation helix was found kinked which resulted most likely from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment/s were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, rv pacing impedance was out of range, less than 250 ohms. Noise was reported on this lead on (B)(6) 2019. The lead was explanted and replaced on (B)(6) 2019. Should additional information become availalbe, this file will be updated.